Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2023. During the procedure, the clip was successfully deployed; however, the control wire broke off with the clip. It was reported that the detached piece of the control wire was successfully removed using a net. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0413 captures the reportable event of wire broke off. Block h10: investigation results: the resolution 360 clip device was returned to boston scientific for laboratory analysis without the clip assembly and with evidence of premature deployment. Visual evaluation noted the control wire detached from the catheter. The handle was in good condition. Microscopic examination was performed. It was observed that the yoke was still attached to the control wire. The control wire was partially crimped into the crimp sleeve. The crimp sleeve was still inside the spool, and the control wire did not have crimp marks, suggesting issues traced to the manufacturing process that may have contributed to the reported control wire detachment. Boston scientific investigation determined through laboratory analysis that the control wire was not properly crimped into the crimp sleeve. An investigation has been initiated to address this manufacturing issue and the investigation is currently ongoing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was during a procedure performed on (B)(6) 2023. During the procedure, the clip was successfully deployed; however, the control wire broke off with the clip. It was reported that the detached piece of the control wire was successfully removed using the net. The procedure was completed another resolution 360 clip device. There were no patient complications reported as a result of this event.